Event description:
It was reported that the customer had high blood glucose levels of 516 mg/dl. The customer reported that the insulin pump did not alarm no delivery. The customer reported that she would usually get a no delivery alarm from the insulin pump and she would then know that she had a bent cannula on the infusion set. The customer did check the infusion set and found a bent cannula but the insulin pump did not alarm no delivery. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.